Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving baclofen, clonidine and bupivacaine at 100.0 mcg/ml, 250.0 mcg/ml, 30 mg/ml concentrations and doses of 39.98 mcg/day, 99.94 mcg/day, 11.993 mg/day respectively via an implantable pump. The indication for use was non-malignant pain. It was reported the patient had worsening pain at the pump site on (B)(6) 2016. The patient had extensive inflammation at the pump pocket and what appeared to be old drug and excessive scarring from the pouch that had been previously removed. The pump was repositioned from the abdomen to the buttocks on (B)(6) 2016. It was indicated the pain was related to the device or therapy. The event was ongoing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the outcome was resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.